Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in office for possible nerve and diaphragmatic stimulation. The left ventricular (lv) lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.